Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user announced a meal requiring 16 units while only 8 units of insulin remained, then changed the insulin cartridge and was advised to let the ilet corrective algorithm manage dosing without re-announcing; the reported blood glucose was 205 mg/dl and the ilet alerted for high glucose. Symptoms included no reported clinical symptoms. Outcomes included no need for outside assistance and no medical intervention or hospitalization. Investigation included user counseling on appropriate use and confirmation that the corrective algorithm addressed the hyperglycemia. Investigation of this case revealed no device malfunction and that hyperglycemia occurred with cause unclear. It was concluded, based on previously established findings for similar reports, that the cause was patient running out of insulin.